Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/reporter contacted lifescan on behalf of the lay-user/pt alleging that the product was having the following power related issue: did not turn on, which was unresolved with troubleshooting. There were no allegation of harm or injury.